Event description:
It was reported that during a revision the mdm impactor broke during the impaction of the liner.

Manufacturer narrative:
An event regarding damage involving an adm impactor was reported. The event was confirmed. The adm ball impactor tip broke from multiple overload conditions. The fracture initiated from the inside diameter of the threaded hole and propagated outward. No material or manufacturing defects were observed during this examination. Medical records not received as not relevant to the investigation. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot ID reported

Event description:
It was reported that during a revision the mdm impactor broke during the impaction of the liner.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.